Manufacturer narrative:
Investigation underway.

Event description:
It was reported by service report that the rail assembly was broken. It is unknown if there was patient involvement or if there are adverse consequences to report.